Event description:
The plaintiff alleges that while employed as a nurse the plaintiff was exposed to latex gloves. The plaintiff alleges that as a result of the occupational exposure to latex gloves, the plaintiff suffers from latex allergy, symptoms including but no limited to urticaria, wheezing, swelling, dermatitis, irritated eyes, runny nose, difficulty breathing, and risk of anaphylactic shock. Finally the plaintiff alleges that the plaintiff was diagnosed with type I latex allergy no earlier than 1998.